Event description:
It was reported that the right atrial (ra) lead exhibited noise oversensing which caused automatic mode switch episodes. The ra lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported events were oversensing noise. Electrical testing found conductor shorting. Dissection of the lead found the inner insulation was abraded exposing the inner coil beneath the suture tie impression. The cause of the reported event was due suture tie down forces abrading the inner insulation and exposing the inner coil.